Manufacturer narrative:
The sample was returned for evaluation. A final report will be provided once investigation is complete. H3 other text : placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. However, as of the date of this report, the device has not yet been returned. A follow-up report with additional information will be provided by 4/3/2020.

Event description:
Filter was not deployed; was found in delivery sheath.